Manufacturer narrative:
Product support: no sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. Product support previously conducted testing of cardiac (B)(4) with another case. No high bias or elevated tni results were observed with the negative control sample. As of 07/19/2011, there were (B)(4) complaints against this device lot. This is below the threshold cutoff for further investigation. Corrective action not required at this time.

Event description:
Caller alleged false positive troponin (tni) results using the triage cardiac triple marker panel. Pt had pain around 2:00 pm. Presented in the accident/emergency department at 4:00 pm. Cut off levels on triage meter: tni: 0.05, myo: 100, ck-mb: 4.3. Lab cut off: tni 0.05. Clinical outcome: ECG sinus tachy rate 108 bpm nil ischemic. Coronary angiogram (B)(6) 2011 - normal coronaries.